Event description:
It was reported that a patient had a loss of therapeutic effect and her implantable neurostimulator (ins) hadn¿t been working for about a year. It was noted that the patient¿s healthcare provider tried resetting it but it didn¿t work and she was having pain at the implant site. It was reported that compatibility guidelines were requested for an MRI and the MRI was for the patient's stomach and not related to her device or therapy. It was noted that the patient's healthcare providers want an MRI to see her problem. It was later reported that there was no injury to the patient. The device was scheduled to be explanted on (B)(6) 2014 and the cause of the event was a pancreatic lesion needing MRI evaluation. It was also noted that there was pain at the ins site.

Event description:
Additional information received reports it was unknown how the patient was doing because the patient did not keep follow up appointment. It was noted that the explant will not be returned to manufacturer.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va01229, implanted: (b)(60 2012, product type: lead.